Event description:
It was reported that this patient with this electrode was hospitalized after receiving 7 inappropriate shocks due to noise and oversensing. The electrode was manually manipulated at the zyphoid to confirm noise in alternate and secondary vectors. A chest x ray was obtained which confirmed this electrode was fractured. It was noted the helix was difficult to retract. This electrode was surgically abandoned in which the electrode came apart at the fracture and the coil was unable to be retrieved from this patient. This patient experienced pain, discomfort, and anxiety. A new electrode was implanted successfully and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.